Manufacturer narrative:
The event was reported via user facility report #(B)(4). Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with paraplegia following a gunshot wound to the abdomen was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed percutaneously and a cavagram demonstrated normal findings. The filter was then deployed in the infrarenal ivc without incident. The patient was hemodynamically stable at the conclusion of the procedure. Approximately 12 years post filter deployment, the patient with a preoperative diagnosis of back pain was scheduled for retrieval of the filter. The filter was found to have two detached limbs and the apex was firmly embedded with extensive scar tissue. The filter was retrieved successfully using endobronchial forceps and a guidewire sling and the two detached limbs were left in place outside the caval lumen. There was a caval tear at the level of the filter below the renal veins with a contained pericaval hematoma. Balloon tamponade was performed; however, the defect remained unchanged in size. The patient was stable at the conclusion of the procedure and would be observed overnight in the intensive care unit. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately 12 years post filter deployment during a scheduled retrieval procedure, the filter was found to have two detached limbs and the apex was firmly embedded with extensive scar tissue. The filter was successfully removed and the two detached limbs were left in place outside the caval lumen. Therefore, based on the provided medical records the investigation can be confirmed for detached filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with paraplegia following trauma had an inferior vena cava filter deployed without incident. Approximately 12 years post filter deployment, the patient with back pain was scheduled for removal of the filter that was embedded with two detached limbs. The filter was retrieved successfully and the two detached limbs remained in the outside caval lumen. Balloon tamponade performed for a caval tear at the level of the filter with a contained pericaval hematoma did not change the size of the defect. The patient was stable at the conclusion of the procedure and would be monitored in the intensive care unit overnight.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years and nine months post-deployment, computed tomography of abdomen confirmed the filter strut deformity or bent, not only on the right but also involved some of the left strut as well. No definite strut fracture was seen. All of the filter struts appeared penetrated through the wall of the inferior vena cava. The upper nose/tip of the filter was located approximately 3 cm below the renal vein or inferior vena cava confluence, suspicious for inferior migration. The filter nose also appeared embedded into the anterior inferior vena cava wall. There was no inferior vena cava thrombus seen. Around, five months later, computed tomography and x-ray of chest showed that no filter fragments were seen in the chest. Abdominal x-ray demonstrated deformity of the right inferior vena cava filter struts, which indicated strut bent or strut fracture. No evidence for pulmonary artery embolism. Abdominal series with chest showed that an inferior vena cava filter was at the l2 and l3 levels. Around, eight months later, computed tomography of abdomen and pelvis with intravenous contrast demonstrated a stable positioning of the infrarenal inferior vena cava filter with no evidence of venous thrombosis or thrombus along the inferior vena cava filter. There was a fracture of one of the arms of the inferior vena cava filter that was separated from the rest of the filter. Follow-up images showed that the filter had several legs protruded through the wall of the vena cava. The apex was also tilted into the wall of the cava. Around one month and two weeks later, the patient presented with back pain. Filter retrieval procedure was attempted. The right internal jugular vein access was achieved, and a guidewire was advanced centrally under fluoroscopic control. The sheath was placed. Separate access to the left common femoral vein was achieved, and a guidewire was advanced above the inferior vena cava filter from the groin access. The pigtail catheter was advanced into the distal inferior vena cava and a cavogram was performed. This revealed 2 broken primary struts, with a broken fragments projecting outside of the inferior vena cava. The filter apex was embedded. No clot was evident within the filter. A stiff endobronchial biopsy forceps was then advanced through a 16 french sheath, and the forceps were manipulated to the filter apex. Multiple attempts were made to free the filter apex. These were initially unsuccessful. At this point, a loop was created through the filter apex using a recurrent catheter and a glidewire. The loop was captured with a gooseneck snare, and traction was applied to the apex of the filter to mobilize it. This allowed the filter apex to be partially separated from the caval wall. The biopsy forceps were then advanced, and the remainder of the filter apex was freed from the wall of the cava. The filter apex was then captured in the biopsy forceps, and the sheath was advanced over the filter. The filter was then withdrawn. It was inspected, revealed only the 2 previously mentioned fracture struts, with both of the fracture components confirmed to be outside the cava on a cone beam computed tomography scan performed on the table. A follow-up cavogram was then performed, demonstrated small amount of extravasation from the cava into the posterior retroperitoneum at the level of the filter. The cava was otherwise patent. A compliant balloon was then inflated for total of 8 minutes across the area of extravasation, with balloon deflation every 2 minutes. A repeat cavogram demonstrated persistent small amount of extravasation from the cava into the retroperitoneum. The patient's vital signs remained stable. All catheters were then removed, and hemostasis was achieved with manual compression. On the next day, computed tomography of abdomen and pelvis with intravenous contrast showed that there were two residual linear metal fragments from the anterior and to the right of the inferior vena cava.embedded with extensive scar tissue. The filter was retrieved successfully using endobronchial forceps and a guidewire sling and the two detached limbs were left in place outside the caval lumen. There was a caval tear at the level of the filter below the renal veins with a contained pericaval hematoma. Balloon tamponade was performed; however, the defect remained unchanged in size. The patient was stable at the conclusion of the procedure and would be observed overnight in the intensive care unit. Therefore, the investigation is confirmed for filter limb detachment, material deformation, filter tilt, perforation of the inferior vena cava (ivc), and retrieval difficulties. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques h10: d4(expiry date: 11/2007). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, migrated with the tip on l3 level, multiple struts bent/deformed, struts detached and perforated through the vena cava wall. A computed tomography scan discovered that the two detached struts retained outside of the vena cava, anteriorly and to the right and filter. Reportedly, balloon tamponade was performed for a caval tear at the level of the filter with a contained pericaval hematoma did not change the size of the defect. The device was removed percutaneously; however, a portion of filter was removed after repeated attempts to separate the embedded apex of the filter from the inferior vena cava wall. The patient experienced abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, multiple struts bent/deformed, struts detached and perforated through the vena cava wall. The two detached struts retained outside of the vena cava, anteriorly and to the right and filter migrated with the tip on l3 level .the device was removed percutaneously after repeated attempts to separate the embedded apex of the filter from the inferior vena cava wall. The patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.